Manufacturer narrative:
The complainant indicated that the stent was implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8024378 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during a ptca procedure involving a lesion located in the mid left anterior descending (lad) coronary artery, acute stent thrombosis occurred in the express2 monorail and miltilink stents. The physician implanted a 2.75x16mm taxus express drug eluding stent in the mid rca (right coronary artery). The information available indicates that no problem is associated with this stent. The 2.5x24mm express2 monorail stent was implanted in the lad (left anterior descending) artery. Two multilink stents, 3. 0x15mm and 2.5x18mm, where implanted in the mid om (obtuse marginal). The patient returned to the hospital three days post procedure in critical condition and suffering from angina. An EKG reflected possible lesions to the left coronary artery. Consequently, the patient was taken to the cath lab, where the physician was able to identify thrombosis of the non-drug eluting stents. The patient experienced cardiogenic shock and despite all emergency maneuvers, did not respond to treatment. Further information provided by the hospital's personnel suggests that the patient died as a result of acute stent thrombosis of the left coronary artery and the rca was fine. In the opinion of the physician such an event may have been the result of the patient taking generic clopidrogel, and does not think the problem was related to the stents.